Event description:
It was reported that the customer received cartridge alarms. There was no adverse impact to the customer¿s blood glucose level. Technical support followed up, confirmed the consecutive cartridge alarms, and determined the issue did not occur during the load process. They decided to replace the pump with an updated model and instructed the customer on preparing and returning the old pump. The customer would use multiple daily injections as backup therapy and required programming the settings and connecting the cgm to the new pump. The case was subsequently closed.